Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 - codes updated to imdrf codes. Visual inspection: the complaint device 2.0 cannulated drill with quick coupling (product code: 310.221, lot number: f-26083) was returned to cq west chester for investigation. The drilling threaded portion of the device was almost completely broken off and the broken part was not returned along with the device. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. 2.0 mm cannulated drill w quick coupling, 310_221, rev g (current and manufactured) dimensional inspection: according to 310_221, rev g, diameter: 2.0 mm + 0 mm ¿ 0.03 mm (specified dimension) diameter: 1.97 mm (measured dimension, conforming) measuring device used: caliper(ca 122) conclusion: the drill bit had broken during surgery. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - part: 310.221 lot:f-26083 manufacturing site: selzach supplier: sphinx werkzeuge ag release to warehouse date: (B)(6) 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6), 2021 that the 2.0 cannulated drill bit split intraoperatively. There was a ten (10) min delay in surgery. The procedure was carried out successfully. This report is for one (1) 2.0mm cannulated drill bit/qc 150mm. This is report 1 of 1 for (B)(4).